Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach a luer connector to a cartridge, discarded it, and successfully attached a new luer connector, with no visible defects noted on the original connector and no change in blood glucose reported. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities and no medical or surgical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the initial connector did not engage but function was restored with a replacement component, and the original connector could not be further assessed. It was concluded that the event was resolved through replacement and user guidance, with no patient harm observed.